Event description:
During set up for a cardiopulmonary bypass procedure, it was reported that the central control monitor of a heart lung console was locked up repeatedly. The console was exchanged to another unit and the procedure was completed successfully. There was no reported adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.